Event description:
Had a left hip replacement (thr) (B)(6) 2006 (wright profemur conserve implanted). Pain and subluxation immediately after and for continuing period of months. Advised by surgeon to have second surgery to replace neck diagnosed as "impingement with recurrent anterior subluxation). That surgery completed on (B)(6) 2006. Dr. (B)(6). Continued to have increasing pain and loss of mobility until I was unable to walk without full assistance. On (B)(6), 2007, at (B)(6), md (B)(6) did revision hip surgery with depuy acetabular component, gription pinnacle cup and wright profemur. Surgical findings of revision surgery note: "upon opening the fascia there was a tremendous amount of milky white fluid present in the soft tissues as there was a large rent in the posterior hip capsule. There was a tremendous amount of inflammatory reaction the bursa. The fluid that was aspirated, it had the appearance of alval and frozen section confirmed the same with a chronic inflammatory picture with lymphocytic proliferation." Although I have regained mobility, I still have pain to this date, and subluxation and popping consistent with either loosening or inflamed tissue. I have been told that I may fully dislocate.